Manufacturer narrative:
Initial reporter address :(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection on the spring tip was inspected, and it was found bent/kink with the solder weld missing. Dimensional inspection revealed that the outer diameter (od) measurements were within specification. Functional test was performed using a test rotapro and burr advancing device. The proximal tip of the guidewire was grab and thread into the hole in the tip of the burr. Then was feeding into the catheter until it appeared at the rear of the advancer, then was grasp the exposed wire and pulled it until the burr is a few centimeters from where the solder weld of the rotawire should be located. The advancer knob was slide back and forth with the guidewire inserted and no friction or resistance was noted.

Event description:
Reportable based on device analysis completed on 30jun2021. A 330cm rotawire was selected for use in an atherectomy procedure. During insertion of the rotawire into the advancer of the atherectomy system resistance was felt and the rotawire could not pass through the advancer. The procedure was completed with another of same device. No patient complications were reported. However device analysis revealed that the solder weld was missing.